Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
A (B)(6) male patient underwent aaa repair on (B)(6) 2010. His anatomical form was suitable, but the left external iliac artery was strongly tortuous. The procedure went as labeled and the final angiography showed a proximal type I endoleak and a distal type I endoleak from the left. The proximal type I endoleak was solved by ballooning and the distal type I endoleak was solved by placing an additional iliac leg graft. A small type unknown endoleak still showed, but the physician decided to take a wait-and-see approach and completed the procedure. The patient's condition is unknown as it was not provided by the reporter.